Event description:
The consumer and health care provider (hcp) reported that the patient had a loss of therapy in (B)(6) 2016. Everyone in the patient's house got some kind of bug and was sick, but the patient was still sick and was currently in the hospital on (B)(6) 2016. The patient was admitted on (B)(6)2016. The patient's friend or family member thought the device needed to be checked. The patient had the implant for diabetic paresis. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.